Event description:
It was reported that the customer was hospitalized for hypoglycemia. The events leading up to the hospitalization were not provided. The programming and histories were accurate. Troubleshooting was done and the pump passed the leadscrew test. In addition, the reservoir was placed correctly in the pump. The customer was advised to discuss possible causes of lbgs with md. It was indicated that the pump is operating as designed and does not need to be replaced.